Manufacturer narrative:
(B)(4). Jaw, lockout. Was the device fired after this incident in or out of the patient? In. The rep stated, the associate in charge did not have any additional information. The patient has been released and there is no information at this time recorded that the patient required any intervention or blood products given. The analysis results of the found that it was received with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The findings are not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device and the device would not open to release the clip; they manually opened the device and the jaw cut the vessel. It is unknown how the case was completed. There was no patient consequence reported.